Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker battery power consumption showed at 170 percent with in range output measurements. It was noted previously that the estimated battery remaining longevity also decreased from 10 years to 5 within two years. Currently the estimated longevity decreased again from 3.5 years remaining to 2 years remaining within 5 months. Engineering reviewed the stored information and noted it appeared the power consumption has increased and is expected to continue to increase. Ts suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the pacemaker remains in service and no adverse patient effects were reported.